Event description:
The event description states that 5 false 'potential' positive results were observed following the use of the ihealth antigen test kits.

Manufacturer narrative:
Initial report suggested there were no medical interventions or treatment provided; the current status of patients is good. Customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used although this has not been confirmed. As noted in the IFU, under step 6 read result: results should not be read after 30 minutes (results shows at 2x magnification). Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. Has not determined and/or identified lot number: 221co20110 as a counterfeit product; therefore, we associate the products under this lot number as valid ihealth manufactured test kits. Test to the production batch of product retention samples (lot: 221co20110) , the negative test was pass.